Manufacturer narrative:
Specific product identifiers (serial number) were not provided and could not be determined at this time. However, all device history records are reviewed prior to product release to ensure the product was manufactured in compliance with the device master record and meets release criteria. A review for complaints reported against this serial number cannot be performed as the serial number is unknown. The serial is unknown. Therefore, a service history review cannot be performed. Based on the information obtained, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A literature article revealed that in an prospective observational study of 120 consecutive cases of cataract patients (57 males and 63 females) with different grades of nuclear hardness underwent micro coaxial phacoemulsification through a 2.2-mm clear corneal incision, to assess the relationship between postoperative endothelial cell loss and micro coaxial phaco parameters using ophthalmic handpiece in noncomplicated cataract surgery. A statistically significant endothelial cell loss was noted especially with increased nuclear hardness. A significant positive correlation was found between the endothelial cell loss and different phaco parameters of the console. This endothelial cell loss was mostly related to the increased cumulative dissipated energy (cde), aspiration time, and volume of balanced salt solution used. This file refers to male patient (57 male).